Event description:
It was reported that this right atrial (ra) lead was explanted and replaced for a similar model due to unknown product performance issues. No additional adverse patient effects were reported. No additional information is available at the moment.

Event description:
It was reported that this right atrial (ra) lead surgically abandoned and replaced for a similar model due to unknown product performance issues. No additional adverse patient effects were reported. No additional information is available at the moment.

Manufacturer narrative:
Corrected field: b5. Describe event or problem: lead was capped.